Event description:
As reported by our edwards (B)(4) affiliate, during the transfemoral tavr procedure, bleeding was observed from a hemostasis valve of an expandable sheath (esheath). During the procedure, a 20fr esheath was inserted with a stiff wire. After the esheath crossed the native aortic valve and a safari wire was placed in the left ventricle, bleeding was observed from the hemostasis valve. ¿blood trickled down.¿ the esheath was exchanged for a new one. No bleeding was observed from the hemostasis valve of the new esheath. No blood transfusion was required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
FDA codes of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. The esheath was returned to edwards lifesciences for evaluation. The esheath was returned unexpanded with the introducer inserted through the sheath. Visual inspection of the esheath did not reveal any damages on the sheath shaft, sheath hub or proximal seal. No abnormalities were observed. Functional testing was performed with a 0.035 inch safari guidewire, a 5fr pigtail catheter and a 6fr pigtail catheter inserted into the sheath. During the hemostasis tests, the leak rates met specification. The esheath housing was then disassembled and the valve seals were removed for further visual inspection. No visual abnormalities were observed on any of the valve seals. Dimensional measurements of the disc seal valve and cross-slit valve were taken. All measurements met specifications. All esheath hemostasis valves undergo multiple 100% inspections during manufacturing. These inspections make it unlikely that a manufacturing non-conformance of the sheath caused the reported leakage. The device history record (DHR) records review did not reveal any issues that could have contributed to the complaint. The complaint for the sheath housing hemostasis valve leakage was not confirmed. No manufacturing non-conformances were identified. The functional testing and dimensional inspection of the esheath hemostasis valve seals were within specifications. The root cause of the observed bleeding from the hemostasis valve cannot be confirmed. Procedural factors, including one of the pigtail catheters being inserted at an angle and non-coaxial with the sheath valve seals, could potentially contribute to this reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. (B)(4).